Manufacturer narrative:
The field service engineer performed preventative maintenance. He performed a rinse unit check and flow adjustment. For the reagent probes on reagent disk a he adjusted the rinse unit flow. The investigation is ongoing.

Event description:
The initial reporter received questionable valp2 valproic acid results for one patient tested on a cobas 8000 c 702 module. The patient's initial valproic acid result was reported outside the laboratory. The customer performed repeat testing with the sample. The patient's initial valproic acid result was 103.75 ug/ml. The patient's repeat results were 119.66 ug/ml, 115.53 ug/ml, 86.32 ug/ml, and 80.05 ug/ml. The valproic acid reagent lot number was 54764001 with an expiration date of 31-aug-2022.

Manufacturer narrative:
Based on the provided information, a general reagent issue could be excluded. The investigation determined the service actions resolved the issue.